Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose at the time was 137 mg/dl. Customer stated that the pump just stopped working and the pump was sitting on her waist when she noticed the button error. Customer stated that the screen was frozen for 5 minutes and then the button error occurred. Customer declined troubleshooting for the frozen display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No frozen screen noted. The insulin pump was received with minor scratches on lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.